Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that her healthcare provider had reverted her to a back-up plan of insulin pens. The customer expressed a headache and excessive thirst as symptoms of her high blood glucose. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the drive support cap appeared normal, that there were no bubbles in the tubing and that no leaks were observed. The insulin pump also successfully passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the infusion set would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.